Event description:
It was reported via repair work order that the frame was leaning/tilted due to an out of adjustment cylinder lock nut, manual release, wheel fork, and bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.